Event description:
The pump was returned for investigation. Investigation revealed a dim and discolored display screen. This report is made based on results of investigation completed on (B)(4) 2013. There was no adverse event associated with this complaint.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during investigation, the display screen was found to be dim and discolored. A test display was installed and displayed properly. Unrelated to the display issue, evaluation that the keypad cover was torn over the up arrow, ok, and contrast keypad buttons. The up arrow button was found to be intermittently unresponsive and contrast button was unresponsive. The keypad cover was opened and contamination was found under all key contacts. The contrast key contact was missing and the up arrow contact was inverted. (B)(6).